Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have hairline cracks on grip input disk #6. Other backend components adjacent to the cracked inputs do not show damage which may indicate potential improper reprocessing. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument fired appropriately but upon releasing the clip, the instrument cable lost tension and became misaligned. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred inside the patient after a successful clip firing. A wrist cable became loose after firing. This occurred after the first clip application. A backup clip applier was used to continue the procedure.